Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (Therapy date): unknown. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade/screw guide sleeve would not allow 3.2mm wire guide sleeves to easy pass through it after sterile processing. An unknown quantity of 3.2mm wire guide sleeves were tested with the blade/screw guide sleeve and the fit was really tight. The 3.2mm wire guide sleeves could only pass through the blade/screw guide sleeve using a lot of force and the assistance of a mallet and pliers. It was further reported that the blade/screw guide sleeve was functioning properly during a surgical procedure just prior to sterilization. There was no visual damage to the subject device- just the functioning issue as described. There was no patient or surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned blade guide sleeve is included in the trochanteric fixation nail advanced system and is used to help with head element insertion. The returned sleeve was received with minor superficial marks, one color indicator missing, and its distal lip bent towards the direction of the cannulation. It is likely that the bent distal lip would contribute to the complaint condition and prevent wire guide sleeves from passing though the cannulation of the blade guide sleeve. As part of this investigation, a visual inspection and drawing review were performed. The issue of color-coding peeling (red and yellow lines) is being addressed under a separate investigation. The returned blade guide sleeve (part 03.037.017 / lot 9641077) was manufactured on september 9, 2015. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. According to the complaint description, the complaint condition involves a 3.2 mm wire guide sleeve not being able to pass through the cannulation in the returned sleeve. The relevant drawing indicates that the outer diameter of the wire guide sleeve shaft is intended to be 11±0.05mm. A gauge pin with the diameter 11.05mm was used to replicate the passing of a wire guide sleeve through the returned blade guide sleeve cannulation. It was noticed that the gauge pin was prevented from passing through as intended due to the bent distal lip at the end of the blade guide sleeve, which confirmed the complaint condition. A review of device history records showed that there were no issues during the manufacture of the product that would contribute to the complaint condition. No material record reports, non-conformance reports, or actions related to the complaint condition were generated during production. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.